Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received on 2018-feb-15 from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported went through withdrawal a second time, but she did not remember the date it happened. No further patient complications were reported. Additional information received on 2018-mar-05 from the consumer reported the cause of the withdrawal was that the pump went empty too soon. The patient couldn¿t get in right away. The patient stated the sweating/freezing/muscle spasms were excruciating. The doctor put more medications into the pump to resolve the withdrawal. The patient stated she found out one of the nurses was taking a little of each patient¿s pump medications for herself even though the nurse had no pump. The patient stated her weight was (B)(6).